Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units. After delivering 10.2 units of insulin, the insulin gauge recalculated to 105 and has remained static. Tandem technical support informed the customer that the pump will begin to count down once the cartridge actually reaches the number displayed on the screen. The customer reloaded the cartridge and received an accurate fill estimate. Customer's blood glucose was 79 mg/dl.